Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced high blood glucose level due to a kink in the cannula. Therefore, she passed out and she got incomplete bolus alert. On (B)(6) 2020 between 04:00 pm - 05:00 pm patient's spouse found her and subsequently, took her to the emergency room with blood glucose level of 683 mg/dl, where they took off her pump and administered insulin. Consequently, the patient was admitted to the hospital in unstable condition and she was in coma. During hospitalization, the patient received fluids of saline, insulin and intravenous medication (drug name unknown) which resolved the issue. On (B)(6) 2020, the patient was released from the hospital with no permanent damage. She also reported a kinked cannula issue with blood glucose level of 250 mg/dl. They did not notice any damage to the infusion sets when the package was first opened, and they replaced the infusion set and insulin was resumed successfully. As of (B)(6) 2020, due to another infusion set issue with kink in cannula, as per healthcare professional, patient was off pump and was using injections. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.